Event description:
It was reported that a 1l ethyl vinyl acetate (eva) bag experienced a leak from the bag seam during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and underwater leak testing revealed a leak at the port tube seal. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To correct the condition, maintenance was performed on the production machinery. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.